Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the back therapy electrodes. The patient reported that they were using hydrocortisone cream on the rash. The patient was instructed to continue using the cream by his physician. There is no indication of a device malfunction. The irritation's medical outcome is unknown.